Manufacturer narrative:
E1: initial reporter city: (B)(6). Device eval by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 30mm from the tip. The inflation lumen was twisted at the exit notch. Microscopic examination revealed no additional damages. Functional testing was performed by attempting to inflate the device to rated burst pressure. The balloon could not be inflated. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported failure to deflate.

Event description:
It was reported that the balloon failed to deflate. An ipsilateral approach was used to access the long target lesion located in the severely calcified superficial femoral artery. Due to strong stenosis after the guidewire crossed through the lesion, dilation was performed with a 1.5 mm x 20 mm coyote es balloon. Then another attempt to dilate was made with a 3.0mm x 40mm coyote es. The balloon inflated the lesion but then failed to deflate. The device was removed together with a non-boston scientific catheter. Then a 3.0mm x 20mm coyote es was used, but the balloon ruptured. The device was removed normally without issue. Finally, a 4.0mm x 40mm coyote es was used to dilate the lesion firmly. The procedure was completed with placement of an eluvia stent. No complications were reported, and the patient was in good condition after the procedure.